Event description:
A report was received that the patient was experiencing adverse effects from the scs. It was noted that the patient had increased heart rate and blood pressure. The patient believed that the episodes only happened when chewing tobacco, however, there was no assessment from the physician. The patient had a reprogramming and was reportedly doing well.